Manufacturer narrative:
Product analysis: the external pulse generator (epg) failed a functional test; the output knob was working intermittently. Analysis also noted that the clear case was cracked. The firmware was updated. All found defective parts were replaced and all other identified issue were resolved. The device passed final functional and system tests. No other anomalies were found. Non-healthcare professional this device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator was returned to the company service department in accordance with instructions affiliated with an ongoing field corrective action and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.